Manufacturer narrative:
Date of submission 11/02/2017 the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the black box showed unexplained power on resets. No damage was found to the battery compartment or returned battery cap. No moisture/corrosion was found in the battery compartment. The returned battery cap fully attached to the pump, and the yellow o-ring was not visible. The returned battery cap was used to complete 24 hour testing. No power interruptions were occurred. The battery cap contacts were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.